Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a valid incomplete bolus alert. The customer's blood glucose (bg) level was above 240 mg/dl and a manual injection was administered to address the bg level. Tandem technical support educated the customer in regards to this alert.